Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited an out of range pacing impedance measurement. A lead safety switch was triggered and noise was noted while the lead configuration was in unipolar. Lead configuration was programmed back to bipolar and the lead safety switch was reset. All lead measurements were then within range. No adverse patient effects were reported.

Event description:
Additional information was received that noise and unknown out of range pacing impedance measurements resulting in activation of the lead safety switch (lss) feature, continue to be observed. The lead configuration was left programmed to unipolar configuration. The physician will continue monitoring. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device and lead remain in service. The patient will continue to be followed on a quarterly basis. Should additional information become available, this report will be updated.